Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The device also had a corroded battery cap contact, cracked case at display window corners, cracked reservoir tube, scratched lcd window and broken battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The blood glucose at the time of the incident was 132 mg/dl. Troubleshooting was not able to resolve the issue. The customer stated that the battery compartment and spring were corroded and the battery cap damaged. The device was returned for analysis.